Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced during service inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector cover is dented. Based on the results of the investigation, the video connector cover is dent due to component failure of the video connector cover. However, a probable cause for poor image quality was not determined since it was not reproduced during service inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Event description:
Additional information was provided by the customer: the issue occurred during pre-use inspection; it was a therapeutic procedure. The procedure was completed using a similar device.